Event description:
Reporter stated that patient performed back-to-back tests, using the suspect device, with results of 451 mg/dl and 80 mg/dl. Reporter did not indicate if patient took any action based on these results. Quality control testing had not been peformed on the system. Technical support requested the return of the suspect product and replacement product was shipped.